Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2201125:(B)(4) items manufactured and released on (B)(6)2022. Expiration date: 2027-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved batch review performed on (B)(6) 2022 gmk-sphere 02.12.0411fl tibial insert fixed sphere flex #4/11 mm l (k140826) lot 187221: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs director: one month after primary tka the patient complains about stiffness and inability to reach full extension. The surgeon revised the tibial insert to a thinner one and the femoral component (reason not specified, images not available). There is no reason to suspect that this adverse event is due to defective devices.

Event description:
At about 1 month and 3 weeks after the primary surgery, the patient came in reporting pain and stiffness, and upon examination, the patient was unable to straighten to full extension. The surgeon decreased the poly size and also revised the femur. The surgery was completed successfully.